Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the investigation of the returned cutter has shown that one part of the tip has indeed broken off. The device history records were researched and no abnormal findings were identified. The surface where the breakage occurred is homogenous, which indicates material conformity. Nevertheless, we are not able to determine the exact cause which has led to this breakage. It is likely though that possibly too much mechanical force has resulted in the breakage of the tip. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the front cutter broke on one side between the most distal articulation and the tip while surgeon was attempting to cut a 1.7mm cable. The broken tip and remaining front cutters were removed from patient and surgical field. Large cable cutters were on hand and were used to cut cable. No patient harm. No delay in surgery. This report is 1 of 1 for complaint (B)(4).